Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low total protein result for one patient urine sample. The initial result was 0.7 mg/dl and was reported outside the laboratory as <4.0 mg/dl. As the customer had performed a dip stick test prior to testing on the analyzer and the sample was very high in protein, the reported result was questioned and the sample was tested on another analyzer with a result of 0.0 mg/dl with a data flag. The automatic repeat result was 448 mg/dl. The sample was a 24-hour urine and the customer tested a new aliquot from the same collection and the result was 0.0 mg/dl with a data flag. The automatic repeat result was 443.5 mg/dl. On (B)(6) 2018, the sample was repeated on the original analyzer and the result was 0.0 mg/dl with a data flag. The automatic repeat result was 444 mg/dl. The reported result was corrected and called to the doctor. The customer knew of no treatment or adverse event for the patient. The reagent lot number and expiration date were requested but were not provided. The field service representative could not find a cause. He performed instrument baseline checks and precision testing that were acceptable. The customer ran calibration and qc with acceptable results.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.